Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump motor. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed was having issues with filling in an arctic sun device, they said the circulation pump, mixing pump, heater and drain valves were replaced but it was not filling, the circulation pump did not seem to be generating any vacuum. Per follow up information received on 24oct2024, it was reported that the sample received, and no patient involved at the time of the malfunction. Per sample evaluation results on (B)(6) 20244, it was reported that the screw securing the shell to the frame was stripped, causing the insert of the shell to rupture. Ac card spade connector to the power inlet module was found blackened. Per sample evaluation results on (B)(6) 2025, tank seals were found lifted or missing.

Event description:
It was reported that the biomed was having issues with filling in an arctic sun device, they said the circulation pump, mixing pump, heater and drain valves were replaced but it was not filling, the circulation pump did not seem to be generating any vacuum.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid.